Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance at the user facility, it was found that the endoscopic image was not displayed. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found the followings. The reported phenomenon was duplicated. There was failure on the camera cable unit. The endoscopic image was displayed when with a known good camera cable. There was no report of patient injury associated with this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the damage of the cable due to user handling. This may have caused poor communication between the processor and the camera head and led to the reported phenomenon.